Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a myocardial revascularization - cardiac surgery in the dissection of the mammary artery procedure, the device is misaligned and formed cross staples. The staples released from the artery and caused bleeding. It was made a repair with prolene suture. There were no adverse consequences for the patient.